Manufacturer narrative:
Of the reported seven malfunctions, lot number were provided for four malfunctions and the lot history review were performed. The samples were not returned to the manufacturer for inspection/evaluation. However; medical records were received for all seven malfunctions and additionally image was provided for one malfunction. Therefore, the investigation is confirmed for the reported perforation for all seven malfunctions. Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. Corporate lot no: gfwi3163, unknown.

Event description:
A review of the reported information indicates that model ec500f vena cava filter allegedly experienced perforation. These information's were received from a various sources. All seven malfunctions involved patient with no patient consequences. Of the seven patients, two were female and five were male, all seven patients age ranged between 24-65 years and three patient weighs in the range between 165 - 315 lbs. All other patient details were not provided.